Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms. There was no noise observed and the lead paced and was able to capture appropriately. Subsequently, the rv lead was surgically abandoned and replaced successfully with a new lead. Additional information obtained from a local field representative indicated that the out of range measurements were also observed through a pacing system analyzer (psa) and the lead to device header connection was confirmed secure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.